Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. (B)(4).

Event description:
It was reported that there was a right ventricular (rv) lead integrity alert and atrial tachycardia/atrial fibrillation burden. It was also noted that the patient was in ventricular fibrillation and shocks were being delivered. Information identified in the manufacture¿s database indicated that the patient was deceased and died the day of the lead alert. The cause of death was requested from the funeral home and reported per the death certificate as atherosclerotic heart disease with secondary causes of diabetes and renal failure.